Event description:
It was reported that the balloon failed to deflate and became stuck in the endoprosthesis. Two 40x100 equalizer balloons were selected for a procedure in the aortic endoprosthesis. During the procedure, it was observed that the balloons were not folded upon themselves. Rather, they seemed opened and inflated. When removing the balloons, they became stuck within the upper hooks of the endoprosthesis. There were no patient complications reported.

Event description:
It was reported that the balloon failed to deflate and became stuck in the endoprosthesis. Two 40x100 equalizer balloons were selected for a procedure in the aortic endoprosthesis. During the procedure, it was observed that the balloons were not folded upon themselves. Rather, they seemed opened and inflated. When removing the balloons, they became stuck within the upper hooks of the endoprosthesis. There were no patient complications reported. It was further reported the balloon had scrubbed the mesh of the stent which was damaged. The balloon was removed and another equalizer balloon was used. The procedure was completed with a new intervention a month later.